Event description:
Facility alleges blood leak during dialysis. Reports leak occurred two hrs. Into dialysis. Treatment stopped; restarted on new dialyzer withoput further problem. No patient injury reported.